Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event, with the lowest blood glucose reading indicated as ¿low (30),¿ after moving the sensor from the abdomen to the thigh and eating later than usual near bedtime; low glucose alerts were received, and the glucose recovered after drinking soda. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included transient impact with self-treatment using oral carbohydrates and no medical intervention or assistance required. Investigation included troubleshooting and education with the user regarding potential contributors such as timing of meals and metabolism after dosing. Investigation of this case revealed no device alarms beyond standard low glucose alerts and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.